Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with assistance from technical support, and the sensor session started without further errors.